Event description:
It was reported the customer was experiencing low blood glucose. Customer stated the paramedics were called to treat their low blood glucose. The customer stated their insulin pump was alerting them of a blood glucose of 18 mg/dl, but their blood glucose was actually under 60 mg/dl. The customer stated their insulin pump was not giving them a correct blood glucose reading. Customer also attributed their low blood glucose to not eating well. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.